Manufacturer narrative:
(B)(4).

Event description:
It was reported an auto mode switching episode was observed due to competitive atrial pacing. A programming change and performing a conduction testing were recommended. No further information is available.